Event description:
It was reported that the pump connector was initially unable to attach to the pump, but after troubleshooting by attempting attachment without the cartridge and then reinserting the cartridge, the connector attached properly and functioned as expected. Customer care provided support that included user troubleshooting and education performed during the call. Investigation of this case revealed that the connector engaged correctly after guided reattempts, indicating no ongoing device malfunction. Symptoms included no change in blood glucose. Outcomes included no alerts, no alarms, and no clinical impact. It was concluded that the event resolved with troubleshooting and that the device operated as intended after proper attachment.